Event description:
A canadian customer had her blood glucose tested using her contour link meter and a lab test. The contour meter read 5.6 mmol/l (101 mg/dl), while the lab test gave a result of 3.2 mmol/l (58 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any of the test strips left that gave the high reading, but her meter is to be returned for evaluation. A new contour link meter was sent to the customer.